Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased charge time could not be conclusively determined. (B)(4).

Event description:
During a follow up, the ICD was found in backup mode. It was reported the patient previously underwent an MRI. Technical support reprogrammed the device. There were no adverse consequences to the patient. The device was reprogrammed with no further consequences. The patient is in good condition.